Manufacturer narrative:
(B)(4).

Event description:
A universal serial bus (usb) (lot number 2135433) charger was returned for evaluation. A visual inspection was performed and no defects were found. A load test was performed and the test passed. The reported event of an overheating accessory was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient experienced an overheating accessory. No additional event or patient information is available.